Event description:
Reporter alleged having discrepant results of 188 mg/dl back to back with a result of 399 mg/dl when testing was performed 5 minutes apart on the compact system. No actions were taken or treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with compact test strip drum lot and expiration date not being provided.

Manufacturer narrative:
The suspect product is the compact test strip drum.